Event description:
It was reported that an asymptomatic patient presented with presenting rhythm that showed undersensing via remote transmission. Upon review, it was suspected the undersensing may be due to possible telemetry interference and from the remote transmitter. There were no adverse consequences and patient will be monitored by physician.